Event description:
Information was received from a consumer on (B)(6) 2017 regarding the patient's implanted infusion pump containing unknown medication(s) (dose(s) and concentration(s) unknown). The indications for use included non-malignant pain, chronic low back pain, and failed back surgery syndrome. It was reported that the patient no longer had a pump because it was removed due to a bad infection. The date of explant and infection doctor were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.